Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tav in sav procedure with a 23mm sapien 3 ultra valve inside a pre-existing non-edwards surgical valve in aortic position. Approx. 2 years and 8 months post tav in sav, the patient is being worked up for a valve in valve due to aortic stenosis. Per medical record review, there is trivial paravalvular leak and severe stenosis. Peak velocity is 3.8 m/s. Mean gradient is 32 mmhg. Aortic valve area is 0.8 cm2 by continuity equation. The patient was symptomatic with evidence of acute on chronic systolic hf as manifested by progressive dyspnea and progressive edema. The patient is being worked up for a tavr.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received and engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. A technical summary applies to this complaint event and establishes, through extensive complaint investigations, that stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. With no unique issues or concerns raised with this complaint, this event will be included in ongoing monitoring and trending. The complaint for stenosis was confirmed based on provided medical records. Available information suggests patient factors (hyperlipidemia, thrombosis) likely contributed to the event as patient medical history of hyperlipidemia was reported in the medical record. Additionally, medical records indicate that patient was started on anticoagulant (warfarin) which suggests that thrombosis may have been suspected. Per medical record, ava measurement was 0.8 cm2. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Valve thrombosis is the formation of blood clots on the valve. These clots can significantly impact functionality of the valve including proper leaflet coaptation, which can result in increased gradients or stenosis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.